Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified crease fold and one curved opening on the radius. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified one sharp crease opening on the radius, wear abrasion, and stress marks. Based on the device analysis the final assessment was one sharp crease opening on the radius assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.